Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland establishment name: medtronic minimed country: united states of america street: (B)(6) city: (B)(6) state, province or territory:(B)(6) post office or zip code: (B)(6) based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that the patient experienced infusion set leak at next to the plastic site in used for one day.